Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon burst and started leaking before reaching the inflation pressure of 12 atm. The same problem occurred with the second hurricane rx dilatation balloon. The customer stated that no pieces of the balloon detached inside the patient. It was reported that the procedure was completed successfully. There were no patient complications reported as a result of this event.